Manufacturer narrative:
His report is being submitted as follow-up #1 for mfg. Report #1118880-2015-00019 to provide the returned sample evaluation results. The sheath and dilator were returned to the manufacturing facility for evaluation. The sheath was flushed with the syringe attached to 3wsc and no leak was observed from the ccv valve. The ccv valve was observed under 10x magnification and no defects were observed. The valve looked to be properly sealed. Although the cause of the reported event cannot be definitively determined based upon the available information, the reported valve leakage may have occurred when the device was used in combination with a power injector through the side arm damaging the valve and resulting in the leakage noted. The potential for such an event is addressed in the product labeling with statements such as the following: "do not user a power injector through the side tube and 3-way stopcock. Excessive leakage may occur through the ccv valve with high/rapid flow injections such as an injection of contrast to provide a comprehensive image of the aortic arch. If rapid injections are required, remove the ccv valve and inject directly through the sheath hub." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report #1118880-2015-00019 to provide the returned sample evaluation results.

Event description:
The user facility reported valve leakage on the rsr01 destination device. Follow up communication with the user facility reported the following information: (1) on multiple occasions and with multiple operators leakage out of the valve around the wire has been reported; (2) the leakage occurs when using a power injector through the side-arm; (3) the procedure was completed successfully; and (4) there was no patient injury.

Manufacturer narrative:
The involved device was not returned to the manufacturing facility for evaluation. Therefore, the failure investigation was limited to evaluation of quality records and reserve samples. An evaluation of the retention samples from the reported part/lot and the surrounding lots was conducted. There were no visual anomalies noted. In addition, functional and dimensional testing confirmed the products met manufacturing specification. A comment was made by the user facility that on multiple occasions with multiple operators valve leakage had occurred. However, those events were not reported to the manufacturer and no additional information was available including event dates, product codes, patient information or any specific event descriptions. Therefore, because it is not possible to conduct meaningful investigations or obtain sufficient information about the individual events, we are including this anecdotal information within this report for reference purposes. A review of the device history record indicated that there were no production related problems from this part/lot number combination. A review of the complaint files confirmed that there have been no similar reports for this part/lot number combination. Although the cause of the reported event cannot be definitively determined based upon the available information, the reported valve leakage may have occurred when the device was used in combination with a power injector through the side arm damaging the valve and resulting in the leakage noted. The potential for such an event is addressed in the product labeling with statements such as the following: "do not user a power injector through the side tube and 3-way stopcock. Excessive leakage may occur through the ccv valve with high/rapid flow injections such as an injection of contrast to provide a comprehensive image of the aortic arch. If rapid injections are required, remove the ccv valve and inject directly through the sheath hub." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4). Actual device not returned.